Manufacturer narrative:
The returned device was reported for noisy electrodes. Visual inspection of the device revealed dried saline and body fluids on the handle and shaft. Functional inspection shoed that no abnormal resistance was felt when actuating the steering mechanism. Dissection of the handle showed there is evidence of minor fluid ingress in the distal end of the handle and corrosion is present on the guide coil and residue is present on the interior of the handle. During the leak isolation test two leaks were evident approximately 39.5cm and 91 cm from distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that a intellanav open-irrigated was used in a atrial tachycardia procedure. It was noted that during the procedure noisy electrodes occurred. The procedure was completed using a different device with no patient complications being reported. However analysis of the returned device revealed two leaks.